Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that an uphold (tm) lite with capio slim device was used during a sacrospinous ligament fixation procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached from the lead suture in the ligament and was not retrieved. The procedure was completed with another uphold (tm) lite with capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.